Event description:
It was reported that when the programmer was powered on, it locked up with an error message. The power was recycled, but the error would not clear. The caller was going to try running the service diskette. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).